Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the device evaluation also found that there was a gap between acoustic lens and ultrasound probe. A review of the device history record confirmed that the device was shipped in compliance with the specifications. Based on the results of the investigation, it was presumed that the phenomenon might have occurred due to handling mistake of the customer or wear/damage caused by an increase in time and use. A definitive root cause cannot be determined. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states: [warnings and cautions¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope had no electrical connection at the connectors to the ultrasound. Consequently, the ultrasound machine did not read endoscopic ultrasound. There were no reports of patient harm.